Event description:
Made my pain worse (left knee) [arthralgia aggravated] case narrative: initial information received from united states on 20-aug-2020 regarding an unsolicited valid serious case received from patient via social media. This case involves an unknown age female patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and it made pain worse (left knee). The case is linked to 2020sa229213 and 2020sa229214 (multiple devices for same patient for rest of the 2 injections in series of 3). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing left knee pain. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (dose, route, frequency: unknown) in left knee for unknown indication. There will be no information available on the batch number for this case. On an unknown date, after unknown latency, the injection made the pain worse (arthralgia; event assessed as serious due to disability). Patient just had magnetic resonance imaging (MRI) last night ((B)(6)2020) so she would see if she now had to do a knee replacement. Action taken: not applicable it was not reported if the patient received a corrective treatment. Outcome: unknown a product technical complaint (ptc) was initiated on(B)(6)2020 for synvisc- one with batch number: unknown and global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on(B)(6)2020. Follow-up information was received with clock start date of (B)(6)2020 from other healthcare professional. Gptc number was added. No significant information was received. Additional information was received on 17-nov-2020 from other healthcare professional. Ptc results received and processed. Text amended accordingly.

Event description:
Made my pain worse (left knee) [arthralgia aggravated]. Case narrative: initial information received from united states on 20-aug-2020 regarding an unsolicited valid serious case received from patient via social media. This case involves an unknown age female patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and it made pain worse (left knee). The case is linked to (B)(4) (multiple devices for same patient for rest of the 2 injections in series of 3). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing left knee pain. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (dose, route, frequency: unknown) in left knee for unknown indication. There will be no information available on the batch number for this case. On an unknown date, after unknown latency, the injection made the pain worse (arthralgia; event assessed as serious due to disability). Patient just had magnetic resonance imaging (MRI) last night ((B)(6) 2020) so she would see if she now had to do a knee replacement. Action taken: not applicable. It was not reported if the patient received a corrective treatment. Outcome: unknown. A product technical complaint (ptc) was initiated and results were pending for the same.